Event description:
It was reported that the device was at elective replacement indicator and there may be a potential performance issue. It was also noted the device did not last five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 85% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 implantable tachy lead (B)(6) 2004; 4568-45 implantable pacing lead (B)(6) 2004. (B)(4).